Event description:
This report is based on information provided by philips field service engineer (fse) been investigated by the philips complaint handling team. Philips received a complaint about the xl+ defibrillator indicating that the device has a monitor battery charge fault. The fse evaluated the device and confirmed it has a monitor battery charge fault. The fse found a damaged battery cable. The fse repaired the cable and the device returned to normal operation. No further action is required. The device works normally. Based on the information available and the testing performed the cause of the reported problem is a battery cable. The problem was confirmed. The device was operational after the repairs were made to the battery cable. The investigation concludes that no further action is required at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.